Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat lesions located in the left superficial femoral artery (lsfa) and the popliteal artery (80% stenosed). Heavy calcification was present. No resistance was felt during advancement of the 5 x 150 mm armada 35 ll balloon catheter to the lesion in the popliteal artery. Although it cannot be confirmed it is believed that the balloon was inflated once in the popliteal artery at an unknown pressure, after which the balloon was moved to the mid lsfa. An attempt was made to inflate the balloon; however, it did not inflate and a balloon rupture due to heavy plaque was suspected. Immediate extreme resistance was felt during removal of the balloon catheter from the anatomy at which time the distal shaft, with the balloon attached, separated from the catheter and remained in the anatomy. An occlusion of flow to the sfa was observed. A spartacore guide wire was used in an attempt to cross through the occluded artery, but failed to cross. Balloon angioplasty was performed followed by arteriotomy/cutdown and the use of a snare device to retrieve the separated shaft and balloon segment. The procedure continued on with stenting of the proximal popliteal artery successfully. Good flow was noted. A stent was placed to close the arteriotomy site, then by suturing and successful closure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported balloon rupture and separation was confirmed. The reported difficult to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent occlusion, additional treatment and surgical procedure appear to be related to circumstances of the procedure.